Event description:
The customer contact reported a separation. The customer contact reported that the distal end of the tubing set separated from the cassette. Solvent was visible on the tubing and the connection was "easily disconnected" by the patient. There were no reported adverse patient effects.